Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode had three alerts in the remote monitoring system. One showed atrial fibrillation, and two showed oversensing. The morphology was considerably different from previous electrograms and it was recommended to see the patient in the clinic for troubleshooting. The field representative confirmed the patient was seen and an x-ray showed the electrode as dislocated, suspected to be caused by twiddlers syndrome. At the revision procedure, the sutures holding the suture sleeve were intact but the electrode had pulled through. The device was able to be manipulated, and when the pocket was opened it was confirmed the sutures were no longer anchoring the device into the fascia. The electrode was repositioned using the three incision technique for more stability and the device was re-sutured. New defibrillation threshold (dft) testing was performed. At first the induced vf was not sustained, then the patient spontaneously went into vt and this was successfully converted by the device with a 65 joule shock, with a normal shock impedance of 42 ohms. The s-ICD system remains implanted and in service. No additional adverse patient effects were reported.